Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for compression fracture. Intra-op, leakage contrast agent was observed by image although psi numeric value was not high when a surgeon inflated a balloon and turned it once or twice. The surgeon washed out the contrast agent after the balloon was pulled out and the damage was confirmed. A new balloon was opened to continue the procedure and the surgery was completed without any troubles before cement hardening. Product came in contact with the patient. No patient complications were reported. The surgeon commented that there was no bone spur and the pressure was still increasing at the time of the event.

Manufacturer narrative:
Product analysis: visual review and functional evaluation confirms rupture. Functional analysis (ibt inflation) not possible due to a small hole on the proximal portion of the ibt balloon; this is consistent with contact with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.